Event description:
The device was returned to physio-control in accordance with recall #z-0149-2009. The failure analysis ctr eval observed that the device failed to power on. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control found that the internal hlc battery cells were charge depleted. Further extensive testing was unable to determine the root cause of the battery discharge. A replacement device was provided to customer.